Event description:
The hosp staff complained that twice the device failed to turn on shortly after unplugging the device from ac power. On one occasion, the ac mains light reportedly stayed on for approximately 30 seconds after removing ac power. There was no patient use related to the reported event.